Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had uncomfortable stimulation and the day after implant the stimulation was so strong they had to turn the implantable neurostimulator (ins) off. The patient stated the therapy was on, decreased amplitude to 1.5v and this eliminated the uncomfortable stimulation. They also still had some urinary symptoms since implant and requested a manufacturer representative (rep) be present at their healthcare provider (hcp) appointment tomorrow ((B)(6) 2016) as they may have changed a program and was not sure where it should have been or if that was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.